Manufacturer narrative:
(B)(4). Further information was received from a physician. On an unreported date, the patient began peritoneal dialysis (pd) therapy for renal failure chronic. On an unreported date, the patient had shortcoming of connecting method which was specified to be the cause of peritonitis. On an unreported date, the patient was treated with antibiotic therapy which was cephem derivative IV (intravenous) (dose and frequency not reported) for peritonitis. On an unreported date, the patient was retrained on proper connect/disconnect method and aseptic technique. Dianeal and extraneal therapies were ongoing. The patient recovered from the event of peritonitis.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(6) of peritonitis in a patient coincident with dianeal therapy for chronic renal failure. Action taken with the dianeal therapy was not reported. On (B)(6) 2012, the patient called baxter (B)(4) technical service center and the following was reported. On an unreported date, the patient experienced and was hospitalized for peritonitis. The cause of peritonitis was not reported. Treatment was not reported. On an unreported date, the patient was discharged from the hospital. The outcome of this peritonitis event was not reported.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown; therefore, manufacturer site is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.